Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation and the legal manufacturer's final investigation. The subject device was evaluated. Device evaluation has noted the reported phenomenon was reproduced. Device evaluation noted due to damage camera head, flooding of the main body unit was noted. In addition, main body did not rotate and image cannot be rotated. Adhesive on the main body was observed. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, caution regarding unexpected disappearance of endoscopic images or inability to unfreeze (warning) ¿ if the endoscope image unexpectedly disappears or the freeze cannot be released during an examination, immediately stop using the endoscope and pull it out from the patient while referring to ¿5.3 pulling out the endoscope in the event of an abnormality¿. Continued use under such conditions may cause injury to the patient, bleeding, or perforation. ¿ the following items must be strictly observed. The endoscopic image may disappear unexpectedly during the examination or the freeze may not be released. - do not reprocess or store this device with tweezers, forceps, or scalpels. Doing so may cause a hole in the camera cable, which could result in a water leak that could destroy the electrical circuitry inside the device. - do not bump or drop this device. Water leakage may damage the electrical circuits inside the device. - the video connector should be connected to the video system center in a sufficiently dry condition, including the electrical contacts. In addition, make sure that the electrical contacts are free of dirt before connecting. Using the device with wet or dirty electrical contacts may cause the device to malfunction or break down. - when straightening the camera cable, a portion of the camera cable may become looped approximately 10 cm or less. When a loop of approximately 10 cm or less occurs, do not forcibly pull on the camera cable, but release the loop while rotating the camera head and gradually straighten it out. Forcibly pulling on the loop may apply strong force to the camera cable, which may cause the camera cable to break. - when wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. Doing so may cause the camera cable to break. - hold the camera head, not the camera cable, while operating the endoscope. There is a possibility that the camera cable may break. - do not use a pair or other means to secure the camera cable. There is a possibility that the camera cable may break. Based on investigation results, the complaint was confirmed. Phenomenon is assumed to have been caused due to the failure of the imaging unit which affected by the flooding of the main body. The identified failure is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor complaints about this device.

Event description:
Customer reported with an issue of "no image due to wire broken". There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
Follow-up is in progress to obtain additional information regarding the event from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.